Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The software was updated to resolve the reported issue and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.